Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was readmitted for severe ventricular tachycardia (vt) on (B)(6) 2020 and subsequently expired due to vt and right heart failure on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia, right heart failure, and patient outcome could not be determined through this evaluation. It was reported that the patient was readmitted with severe ventricular tachycardia (vt) on (B)(6) 2020. The cause of the vt reportedly remained unknown. The patient ultimately expired on (B)(6) 2020 due to vt and right heart failure. The outcome was reportedly not device or device therapy related and the pump functioned as expected without issue. An autopsy was not performed. The pump was not explanted and is not available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04aug2017 via customer order s188140. The heartmate 3 lvas IFU lists cardiac arrhythmia, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 (under caution!) States that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.